Event description:
It was reported that the gastrointestinal videoscope had no connection between the scope and eltor. This issue occurred during the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.